Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that five months post index procedure the physician performed an angiogram during follow-up and it was determined that there was a type ib endoleak coming from the right limb in the common iliac artery. The physician stated the cause of the event is unknown. A 16/10/93 endurant stent graft was implanted to extend the limb. A balloon was then used, but pushed up on the limb and displaced it into the right common iliac artery. Ballooning was performed and another angiogram was performed. Another type ib was noticed. Another 10/10/82 endurant stent graft was used to extend into the right external iliac artery. Another ballooning and angiogram was performed and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.